Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown hg cup, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown harris precoat plus stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05950; 0001822565 - 2018 - 05951; 0001822565 - 2018 - 05953. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. An undated x-ray image was provided and the review stated that there was marked valgus alignment of the right hip arthroplasty with medial angulation of the femoral stem and contour deformity of the medial femoral cortex. However, as the x-ray image is undated and there is no other image to compare, it cannot be determined if the component was placed in this position or it migrated post surgery. Eccentric positioning of the prosthetic head in relation to acetabular cup indicating poly wear was noted. No other anomalies were observed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.